Event description:
An ar 1.0 guide catheter was advanced to the rca in order to perform ffr of the mid rca. An omni wire was advanced into the mid rca but become stuck in the lesion. On attempted pull back of the wire, the wire broke, leaving the distal half of the wire wedged in the vessel and hanging out in the aorta. An ensnare (18-30 mm) was used to snare the proximal half of the wire back into the guide. A 3.0 mm trap balloon was taken along side and used to trap the wire fragments in the guide- the entire system was then pulled back. However, the wire broke again and a distal section of the wire remained wedged in the vessel with a small amount of wire hanging in the aorta. Next, a smaller ensnare (4-8 mm) was used to snare the remaining wire with the associated ensnare introducer sheath. After successfully snaring the wire into the introducer sheath, with further traction we were able to advance the sheath over the fractured omni wire and into the vessel. We were then able to easily retrieve the wire into the introducer sheath and completely externalize the wire. Repeat angiography demonstrated an unchanged angiographic appearance of the rca with continued timi 3 flow and without evidence of dissection. FDA safety report ID# (B)(4).